Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system had an issue where the keys were not responding, the station was locking up, and error messages were being displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) attempted to gather more information with reference to the knowledge article, "medapplication not launching automatically; station at blue screen" and confirmed with the customer that all systems were back online. The system functioned as intended after the technical support specialist investigated the issue.